Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address pain. Update rec'd 08/04/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and elevated metal ions. There is no new additional information that would affect the outcome of the investigation. Update 11/19/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated that during the primary operative procedure the patient sustained a bone fracture during the femoral neck cut. It is unknown was product was used during the initial femoral neck cut. Before placing the stem/sleeve some slight cracking of the bone in the calcar region was noticed and it was cabeled. It is reasonable to assume that this cracking is from the fracture caused by the femoral neck cut. On (B)(6) 2007, the patient suffered a non-displaced fracture of the femur distal to the tip of the stem. That fracture was also cabeled, but we will not report for this femur fracture since it was below the distal tip. The revision operative note from (B)(6) 2012 wasn't included. No labs were provided for the alleged high metal ions. The stem is being added to the complaint. It should be noted that the medical records are very hard to follow, as the pages of the primary operative note is out of order. The complaint was updated on: 12/7/2015.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges bone fracture, and elevated metal ions.